Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 08/27/2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the arm on (B)(6) 2017. The patient's mother reported that the patient's diabetic alert dog alerted them about the patient's low blood sugar that was reading 26 mg/dl on the blood glucose (bg) meter and the cgm was reading 80 mg/dl. The patient's mother administered the patient with a glucagon shot to correct the patient's low bg. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was provided for evaluation. The reported event of inaccuracies could not be confirmed because calibrations were not available for analysis. A root cause could not be determined. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.